Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysterectomy procedure, the device jaw was broken, making it impossible to seal the vessels, it did not close properly interrupting the procedure for removal of the damaged part. They replaced the device to complete the case. There was no patient injury.